Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2015-09255. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device & delivery system along with a watchman® access system were utilized. The closure device was implanted successfully. After the case they noticed there was a trivial pericardial effusion (pe) but then progressed to be classified as a small effusion. They watched the pe for 45 minutes. No additional intervention was required other than observation. No further patient complications were reported. The patient was discharged and is doing very well.